Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing. The root cause is due to a defective processor board likely due to aging. Visual inspection of the returned platform was performed and found no physical damage. The autopulse platform is a reusable device and was manufactured on 16 mar 2009 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Unable to recover the data archive due to the platform not fully booting up due to the defective processor board. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the auto pulse platform (sn# (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.